Event description:
It was reported that bd plastipak¿ syringe 20ml had foreign matter, damaged plunger, and was missing label information. This occurred on 102 occasions before use. The following information was provided by the initial reporter: when opening the syringe's original packaging, was observed that it was in poor condition. Bent piston, ink stain on interior and exterior, primary packaging with incomplete information.

Manufacturer narrative:
H.6. Investigation summary : 18 samples received for investigation, upon evaluation 7 have a badly assembled stopper, 1 with broken plunger, 9 with ink stains on the barrel, and 1 with visible silicone. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Possible root cause for stopper separation from plunger and damaged plunger, component in equipment is bent and worn. Possible root cause for ink stains, ink accumulation at the edges of the template. Possible root cause for silicone visible, silicone accumulation in the guide and inlet disk of the stopper. Corrective action include, update and / or verify in the semiannual maintenance plan of the spiral of the plunger transfer disc, trim the marking template to avoid ink accumulation that may create additional marks,and train personnel on cleaning the marking templates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 20ml had foreign matter, damaged plunger, and was missing label information. This occurred on 102 occasions before use. The following information was provided by the initial reporter: when opening the syringe's original packaging, was observed that it was in poor condition. Bent piston, ink stain on interior and exterior, primary packaging with incomplete information.